Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ pre-filled normal saline filled flush syringe had a cracked barrel, causing saline to leak. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample unit belonging to lot number 802411d and product code 306500 was provided for evaluation by our quality engineer. A device history record review did not reveal any deviations, non-conformances, or out of specification conditions related to the manufacture of lot number 802411d. Upon visual inspection of the provided sample, the syringe was observed to be removed from the flow wrap packaging and it had a large crack along the barrel of the syringe. One-hundred and twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. Through visual inspection of the retained samples, no damages were observed to the syringe barrels or plungers. It is possible that the observed crack occurred at the labeler (prior to the application of the flow wrap packaging) or at the station which places the product within the carton (after the application of the flow wrap packaging). As the returned sample was removed from the packaging, it is not possible to determine which station the damage occurred at. The current risk management documents in place contain steps related to this issue. The existing conditions, controls, hazards, and ratings in these documents do not require updates at this time. There is currently no trend for cracked barrels within the related manufacturing facility and this incident appears to be an isolated occurrence. Corrective action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd pre-filled normal saline filled flush syringe had a cracked barrel, causing saline to leak. There was no report of exposure, injury, or medical intervention.